Event description:
Voluntary medwatch report received at manufacturer in 3/2006 stating that "patient was readmitted for take down of colostomy (originally done for bowel perforation in 2005. On post-op day #1, patient experienced large bowel hemorrhage. Colonoscopy didn't reveal any active bleeding, and no further sequelae." Upon review of form 3500, manufacturer medical device report is being submitted based on the adverse effects on the patient as supplied above. No further information is available regarding this incident.